Manufacturer narrative:
The insulin pump was received with no button response due to flattened button dome switches. Analysis was unable to perform displacement, basic occlusion, occlusion, prime/ compromised force sensor, excessive no delivery test and bg meter test due to unresponsive buttons. Note: this is a remediation MDR. Medtronic (B)(4) implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic (B)(4) conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the pump had keypad anomaly and high blood glucose. The blood glucose at the time of the incident was 352 mg/dl. The customer was experiencing some symptoms minor headache. The customer did contact their healthcare professional and treated with manual injections. Troubleshooting was performed. The drive support cap appeared normal. There were no leaks or air bubbles. There were no site or insulin issues. The device settings were correct. The customer mentioned having issue with the meter connecting, when the noticed the act button was unresponsive. The device will be retuned for analysis.